Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hempro vh-3500 jaws would not release energy when pulling the trigger. The jaws were closed during insertion. No resistance was noted. The setting was at 3 and all connections were complete, they said they didn't test the device prior to going into the leg. They tried a new device it worked fine there were no patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 06/19/2023. An investigation was conducted on 06/28/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact jaws or the heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000314373 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hempro vh-3500 jaws would not release energy when pulling the trigger. The jaws were closed during insertion. No resistance was noted. The setting was at 3 and all connections were complete, they said they didn't test the device prior to going into the leg. They tried a new device it worked fine there were no patient effects.